Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the stamp of the injector slips past and under the iol during the injection attempt, scratching it in the process. The procedure was completed with the replacement lens. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that there was no patient impairment due to the event. The faulty injector caused the event. No further information available.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of stamp of injector slips under iol and scratches it; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. No lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).